Manufacturer narrative:
(B)(4).

Event description:
It was reported that the low profile abutment screw (ilpac4417) fractured. The fractured portion was removed and the implant remains.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One certain® low profile 17° abutment 4.1mm(d)x 4mm(h) (ilpac4417) was returned for investigation. A visual inspection of the as returned product identified signs of use and no apparent malfunction on the abutment. No screw or screw portion was returned with the reported devices. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed. Without the return of the screw in question, the alleged device malfunction is non-verifiable. A root cause cannot be determined.